Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a blunt knife therefore, the condition of the product could not be verified. A photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a tyvek which confirms the reported product and lot numbers. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a knife was noted to be blunt. An alternate knife was obtained which was satisfactory. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the knife was noted to be blunt when trying to make the incision during a cataract surgery.